Manufacturer narrative:
Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, there was no image after turning on the computer when using the bronchovideoscope during a diagnostic tracheoscopy procedure. The device was completed using a similar device. It was reported that after replacing the video system center, the failure did not reoccur. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.